Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed the electrical testing. The device failed accuracy confirmation testing when the original piston foam was used. When the test piston foam sample was used, the device passed the accuracy confirmation testing. The device passed temperature verification testing. Further inspection revealed deteriorated piston foam and cracked door piston. The root cause of the reported issue was determined to be deteriorated piston foam and cracked door piston. As a result, the piston foam and door piston were discarded. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted